Event description:
It was reported that the flow reading/measurement disappeared during pt treatment. A second flow probe was used to measure the flow. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be investigated by a local service tech. A supplemental medwatch will be submitted when additional info becomes available.

Manufacturer narrative:
The device in question was investigated by a local service technician. After communicating the issue to tech support it was confirmed that the flow measure board would be the cause of an issue like this. Based on the information from (B)(4) the flow measure board was replaced. Functional check has been completed. Console sn (B)(4) now has a new flow measure board. Rotaflow console was returned to normal operation. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4)